Event description:
It was reported that the lead exhibited episodes of noise resulting in inappropriate therapy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a fracture of the inner coil was found inside the connector portion of the lead. Too many revolutions trying to actuate the helix caused the inner coil to become over torque and consequently caused the fracture. All the damages in the returned parts occurred in the field. Without the return of the tip and the inner coil of the lead body part, a complete analysis could not be performed.